Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the unit has ac power connected, but there is a 'loss of external power' alarm. No patient involvement.